Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure instead of a revision. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not working and was having pain at the pocket site. The patient will undergo an ipg revision.

Event description:
A report was received that the patient's ipg was not working and was having pain at the pocket site. The patient will undergo an ipg revision.